Event description:
It was reported that the drive support cap was sticking out when the reservoir was inserted into the insulin pump. The customer's blood glucose reading was 16.1mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump due to a cracked end cap. A cracked battery tube threads, cracked reservoir tube and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.